Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six days post implant the patient presented to the clinic with diaphragmatic stimulation. Testing was performed which attributed the stimulation to the right ventricular (rv) lead. An echocardiogram was performed and a small perforation and stable pericardial effusion were observed. Subsequently reprogramming occurred which resolved the issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the clinic with complaints of reoccurring diaphragmatic stimulation less than two months later. The diaphragmatic stimulation was resolved with reprogramming. No adverse patient effects were reported and the lead remains in service.